Event description:
Reportedly, in 2001 (estimated at 2:05pm), the ltv ventilator, shut off while connected to a pt. The ventilator was mounted to a stand and running on its internal battery at the time, while the pt was being transported within facility. The ventilator shut off approx one second after the "select" button was pushed on the front panel of the ventilator in order to take the ventilator display out of power saving mode. After the button was pushed, the displays on the front panel illuminated briefly, followed immediately by the ventilator shutting off, the alarm sounding continuously, and the vent inop led illuminating. The ventilator could not be turned on during further attempts to do so shortly after the incident.